Event description:
The customer reported that during the third seal cycle of a nephrectomy, the jaws would no longer open. Tissue was resected to remove the device. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.